Manufacturer narrative:
The insulin pump was received with no motor error alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery tests and passed motor test. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, reservoir tube cracked and reservoir tube window cracked.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that she gave herself a bolus, went to bed, and when she awoke, she gave another bolus. She stated that she woke up again later, but her blood glucose remained high. The customer's blood glucose was 406 mg/dl. She also reported that the insulin pump alarmed motor error. The customer declined to troubleshoot and requested replacement of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.